Manufacturer narrative:
Patient age at time of event: exact age is unknown but around (B)(6) years old. (B)(4).

Event description:
It was reported the outer lumen of the shaft burst. A 2.1mm jetstream xc catheter was being used for a rotational atherectomy treatment procedure within the distal superficial femoral artery (sfa). During the procedure, while actively ablating the lesion, the device was being advanced further into the lesion when the outer shaft bulged and burst , leaking saline. The device was put into rex mode and removed from the patient. There was approximately1cm left to treat, so the procedure was completed with balloon angioplasty (poba). It was reported there were no patient complications and the patient was stable.

Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: the device was visually examined for any shaft damage. Visual examination showed multiple areas of damaged. The device was returned with the baton and the electrical connectors severed from the rest of the device. It was noticed that the catheter shaft was damaged/buckled/kinked in 3 places proximal the tip. The 1st buckled area was approximately 8.5 cm from the tip, the 2nd buckled area was approximately 16 cm from the tip and the 3rd was approximately 19 cm from the tip. Functional testing is not possible due to the damage on this device. The buckling on the shaft causes the fluid to back up inside of the infusion sheath and cause the infusion sheath to burst proximal of the buckling. The damaged area of the infusion sheath was approximately 84 cm from the tip. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually cause by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the outer lumen of the shaft burst. A 2.1 mm jetstream xc catheter was being used for a rotational atherectomy treatment procedure within the distal superficial femoral artery (sfa). During the procedure, while actively ablating the lesion, the device was being advanced further into the lesion when the outer shaft bulged and burst , leaking saline. The device was put into rex mode and removed from the patient. There was approximately 1 cm left to treat, so the procedure was completed with balloon angioplasty (poba). It was reported there were no patient complications and the patient was stable.